Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 400 mg/dl. The customer was admitted to the hospital on (B)(6) 2016. Customer cause of hospitalization was hyperglycemia. Customer was treated with sub-q injections. Customer does not wish to troubleshoot the pump as they were going to remove it from him and treat the old fashion way.